Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they were in the hospital for a device check and the technician told them "something is seriously wrong with the pacemaker." The device remains in use. No patient complications have been reported as a result of this event.